Event description:
Caller reported an infected finger requiring professional medical treatment. He thinks he was using the soft touch lancing device at the time. No device malfunction was reported. The device is not available for return, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device not available for return.